Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold assort sx/f3 25mm ster file broke during use. The broken part could not be retrieved from the root canal. No injury. Further information requested.

Manufacturer narrative:
The investigation results for this complaint are: six assorted protaper gold files sx-f3 25mm were returned in loose. After analysis of them, the ptg f2 25mm is indeed broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused ptg f2 file 25mm is available for evaluation. For information, the other returned files are not broken, not damaged, and seem unused. Nothing unusual to report was found during DHR review (batch #1897300). Root causes are not identified. We will track this kind of event and monitor the trend.